Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients lead had migrated. The patient underwent lead explant and was doing well postoperatively.